Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to non-diabetic related. It was also reported that the insulin pump had blank display. The customer's blood glucose was 6.1 mmol/l at the time of incident. Troubleshooting was done. It was reported that the display did not return after troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery cap contact, however using a good battery cap pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window. No crack found on case noted.